Event description:
Malformed staples. It was reported that during the surgery, after fired, noted the staples malformed. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #unk. Additional information was requested, and the following was obtained: what was the procedure? Pancreaticoduodenectomy. What tissue was being fired upon? Pancreaticoduodenal. How many staplers were used during the procedure? Unknown. How many reloads were used during the procedure? Unknown. How many reloads had malformed staples? 3. Are you using reinforcement or buttress material? Unknown. Any photos that can be shared? No. Please explain how many malformed staples were there? 3. Were the malformed staples on the proximal, distal, or middle of staple line? Unknown. Were the malformed staples on one staple line or more staple line? Unknown. How many firings and reloads selection used? Unknown. How thick was the tissue that was being clamped on and what reload was used? Unknown. Was there anything with the tissue that would affect the compressibility? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a97e75, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/14/2026. D4 batch #a97c85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two gst60b & gst60d reloads present. The reloads were received unfired. The device was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97c85, and no non-conformances were identified.